Manufacturer narrative:
Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted. Unable to confirm broken belt clip due to pump received without belt clip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer fell on insulin pump causing the scratches. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.